Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient was unhappy with their vision. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
The lens was returned. Solution is dried on the lens. One haptic is broken. The optic is torn/cut from the edge, through the center typical of an insertion and removal. The optic is broken into pieces over three posts. The damage appears to have been caused by the posts of the lens case. The customer indicated the use of a non-qualified cartridge with a handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The 29.5 diopter lens is only qualified for use with a particular cartridge. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the complaint of "explanted lens; lens malfunction; intraocular lens (iol) diopter exchange". Power and resolution testing could not be conducted because of the optic damage. Lens damage was observed. The root cause of the lens damage is most likely related to a failure to follow the directions for use (dfu). The account used a lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. Information in the file indicated that the lens was exchanged with an 27.0 diopter lens. A iol exchange for a difference greater than two diopters, indicates the event is most likely related to a calculation error. (B)(4).